Event description:
Complainant alleged that during biomed testing, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and full functional testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.